Event description:
Md was performing a pap smear. The broom broke as the md attempted to brush cervix-leaving the bristles inside of patient's cervix. The bristles were successfully removed with ring forceps. No cervical damage.